Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely, that the phenomenon "interferences in image" occurred, due to communication failure, caused by a cable failure. It is likely, that water leaked into the broken cable ultimately resulting in the indicated phenomenon. The event can be detected/prevented, by following the instructions for use which state: "never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the buttons did not work properly and leaked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the camera head had unstable image when connected. The image flickered and disappeared and returned in only a few positions. The issue was found during a therapeutic functional endoscopic sinus procedure that was completed using a similar device. There were no reports of patient harm.